Manufacturer narrative:
E3: occupation: corrected. Manufacturer's investigation conclusion: a specific cause for the patient's sepsis could not conclusively be determined through this evaluation. The report of suspected thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from 29dec2024 through 29jan2025. No notable events or alarms associated with the pump were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the event; however, no further information was provided by the account. The patient remains ongoing on hm3 lvas, serial number: (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU lists potential adverse events, including respiratory failure, sepsis, and device thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Although only sepsis was reported by the account, the IFU also lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system, as well as a potential late postimplant complication. Several sections of the IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H6: additional codes: e2204 - lactate dehydrogenase increased no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was experiencing acute respiratory failure and septic shock, requiring intubation and vasopressors. The physician was concerned for a possible pump thrombosis or outflow graft (ofg) obstruction and submitted log files for review. The log files captured no indication of any thrombosis or obstruction. On 30jan2025 the customer reported increased lactate dehydrogenase (ldh) and decreased haptoglobin on the patient's lab results. There was no indication of thrombus.